Event description:
It was reported that the patient underwent a right total knee arthroplasty in 1996 and a left total knee arthroplasty in 1997. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2014 due to poly wear. The tibial bearing, tibial tray and stem were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1997, PMA/510(k) number - unknown, manufacture date - unknown.